Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8840 product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine [10.0 mg/ml] at a dose of 4.267 mg/day and an unknown brand of morphine [60.0 mg/ml] at a dose of 28.029 mg/day. It was reported the patient¿s mother was calling to get a list of doctors in the area that were closer and also to look for doctors in the (B)(6) area. The caller wanted to know what medications were approved to be used in the pump, and what was the maximum dosage that the medication could run at. There was no out-of-box failure reported, and there was no reported medical or therapy problem associated with small parts. The caller stated the patient reported that he had not had any pain relief since the implant. The caller stated the original doctor had only increased medication two times, and the medication had not been increased enough to help with the pain coverage. The caller stated the patient went through withdrawal. The caller stated the medication in the pump was decreased in error instead of increasing. The caller stated the patient was brought to the emergency room two times, and the second time the doctor told them to contact the pain doctor and to have the pump checked. The caller stated they gave him 4 days worth of pain pills. The caller stated they did a test to see if the medication was being delivered and stated it was fine in ¿(B)(6)2016¿. The caller stated the patient was violently vomiting and was in very bad shape. The patient felt bad everywhere, and he kept saying there was something wrong and that was when they found out the pump morphine had been lowered, and the muscle relaxer was added. They were not aware the patient was going through withdrawal. The caller mentioned oral morphine did not help the patient with pain. The caller stated prior to the pump (over 3 years prior), the patient would take oral morphine and ¿oxi-something¿. The caller mentioned the patient had talked about getting the pump removed. The caller mentioned the patient had been to see two different doctors in two different towns, and both times the police were called. The caller could not elaborate. The caller stated the doctor had talked about not working with the pump. The caller mentioned the patient had psoriasis which was due to the nerve endings; the caller stated that started prior to the implant. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was not getting therapy benefit from the pump post implant (B)(6) 2015 until 2 months ago when the doctor changed the drug in the pump from morphine to dilaudid. The patient went to the ER in 2017 (2 months ago) due to withdrawal symptoms. The patient was seeking a managing physician.

Event description:
Additional information received from the consumer reported that in 1995, the patient hurt their back and it was broken in two places and broke their pelvic bone. The patient lost their spleen and was in the hospital for several months following the accident. A year and a half later, the patient went to work and would hurt every day for 15 years. The patient was reinjured in 2011 when a 300-pound block of concrete hit them in the shoulder. The patient¿s pain was at an eight. For the last 4 years the doctors wanted to give the patient a shot. A doctor put him on something (unknown) and it was horrible. The family member and patient moved to (B)(6). The family member indicated that out there they would not give pain medicine. The patient was given 14 medications for his mind to cope with the pain. The pump was put in (B)(6). The pump was notched up one time before leaving (B)(6). The family member and the patient had moved to (B)(6). Three physicians were not accepting new patients. The closest physicians were 75 miles away. The pain pump had never given the patient relief. The pump was decreased intentionally as the physician wanted to try something new. There was no medication error. The serial number of the clinician programmer was unknown. The physician wanted to try a muscle relaxer in the pump. The name of the muscle relaxer was unknown and it was unknown if it had been put in the pump. The insurance wouldn't pay. The insurance had pulled out of (B)(6). The patient ended up in the emergency room two times in a week. The second time they said they need to check if the pain pump was working. They didn't know what was going on, but it looked like withdrawal. The patient was given a few pills to help with the withdrawal. The patient was back in the emergency room on saturday (date unknown). The family member was told they need to contact the physician to see if the pain pump was working. On monday, the physician decreased the dose and was going to try a different medication. This past (B)(6) the patient followed up with the physician. They did a test to see if the dye was going through and it was going fine. The pump was refilled monthly. The family member and patient were in (B)(6)seeking a managing physician. The patient needed to get a referral in (B)(6)to try to establish a place to find a physician. The patient had an appointment in (B)(6) to get the pump refilled. The pump was due to be filled (B)(6). The family member was going to contact the office and see if they would give the patient two months of medication. The family member had contacted a neurosurgeon for the patient to follow up with, but they did not fill pumps. The family member stated they have to give up their home to find relief for the patient¿s pain. The patient¿s insurance would change over (B)(6). The patient was willing to have the pump turned off and not use it. The family member reported the patient would then have to go through withdrawal. The patient did not want to take pills. The pump had never given the patient relief and the lack of pain relief has not been resolved. The patient¿s weight was unknown. It was unknown who the most appropriate person to contact for additional information was. The patient did not have a managing physician.